Manufacturer narrative:
Phone number not provided.

Event description:
It was reported to philips that the device defib gives an error (attach test load ) when performing shift check. There was no reported patient involvement.